Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the inability to disconnect the spin collar of the tubing and having to use a scissor to remove from the patient. The spin collar teeth and gears were noted to be broken/sheared off. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the inability to disconnect the spin collar was confirmed. Visual inspection showed that the tip of the male luer barb of the extension set was broken off and remained stuck inside the top of the stand-alone maxzero valve. Magnified inspection of the male luer components revealed multiple stress fractures and evidence of crazing in the spin lock. The root cause of the failure was not determined.

Event description:
The customer reported the inability to disconnect the spin collar of the tubing and having to use scissors to remove it from the patient. The spin collar teeth and gears were noted to be broken/sheared off. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: blue alcohol cap and mz1000-07; td unk.

Event description:
The customer reported the inability to disconnect the spin collar of the tubing and having to use scissors to remove it from the patient. The spin collar teeth and gears were noted to be broken/sheared off. There was no patient harm.